Event description:
N/a

Manufacturer narrative:
The cerelink sensor was returned for evaluation: DHR - the lot met specifications when released. Failure analysis - based on the supplier analysis and investigation, the issue of the complaint was not confirmed: no visible damage to the millar sensor, catheter material, or connector. Cerelink monitor reading was acceptable; icp express reading 510. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. The root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due to excessive pressure applied to product.

Event description:
2 of 2 reports: (same patient, different products). Other mfg report number; 3013886523-2022-00085. A facility reported a cerelink microsensor was implanted on (B)(6) 2022. The trend date was fine and there was no issue with the ¿zero sensor¿ button being active apart from when it had been intentionally monitored by a member of staff for about 20 minutes who saw it flash up periodically. The icp readings from cerelink were consistent with the patient¿s condition as far as the ICU (intensive care unit) are aware. On (B)(6) 2022, the patient was sent to operative room to have an eds3c inserted for routine csf drainage and upon her readmittance to ICU it was noted that the patient¿s icp value on the philips bedside monitor was not aligned with what the cl monitor was displaying ¿ they were about 2/3 mmhg off each other. Staff recalibrated the cl with the bedside monitor several times which made no difference. They decided to insert an icp transducer via the eds3c which began suggesting the patient had an icp of 11mmhg ¿ a significant discrepancy between what the cl or bedside monitor were showing. The patient was subsequently returned to operative room to have a decompressive craniectomy and at the same time had a brand new sensor inserted. Since the second sensor, the icp readings don¿t seem to be consistent with patient¿s condition, the ¿zero sensor¿ button is constantly active and the trend data just doesn¿t look natural at all.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.